Manufacturer narrative:
(B)(4). Customer reported only a partial catalog (material) number. Actual size of device involved in this event is unknown. Material number chosen by EU per practice.

Event description:
Customer complaint alleges that the cuff of the device leaked after just a few minutes. It was reported the patient had to be reintubated. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). It was discovered that the product reported in the complaint is not sold in the us; therefore, the initial MDR submitted on 08/02/2018 was submitted in error.

Event description:
Customer complaint alleges that the cuff of the device leaked after just a few minutes. It was reported the patient had to be reintubated. Patient condition reported as "fine".